Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output and an adverse event that occurred on (B)(6) 2015. Patient's husband called 911 after finding patient unconscious. Patient was revived by paramedics and was not aware what treatment was given. Patient then was taken to the hospital, monitored and released later that day. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. At the time of contact, the patient did not report any further medical intervention and was fine.

Manufacturer narrative:
(B)(4).